Event description:
It was reported that a patient with 19mm aortic valve developed infective endocarditis after an unknown implant duration. Antibiotic treatment was initiated. Imaging showed vegetation attached to the leaflet corresponding to the right coronary cusp, calcification of all 3 leaflets, prolapse of the leaflet corresponding to the right coronary cusp, severe regurgitation, and stenosis. The patient has been evaluated for a valve-in-valve procedure. Current patient status and planned date of tavr procedure are unknown at this time.

Manufacturer narrative:
Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. IFU review unable to be performed as the model is unknown. A DHR review is unable to be performed because no lot serial number was provided. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. Early onset endocarditis (i.e. 60 days or less post-implant) generally reflects contamination arising in the perioperative period or at the time of surgery. Potential sources may include the patients own skin and access lines, air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, and the prosthesis itself. IFU review unable to be performed as the model is unknown. A DHR review is unable to be performed because no lot serial number was provided. A lot history review is unable to be performed because no lot serial number was provided. The subject device was not returned for evaluation, and no pictures of the device were provided for evaluation. No medical records or other empirical evidence were provided to confirm the endocarditis. Since there are multiple modes of contamination other than the prosthesis itself, and there is no evidence that the patient infection was device related, based on the information available, the most likely cause is patient factors. An edwards defect has not been confirmed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with 19mm aortic valve has been evaluated for a valve-in-valve procedure after an unknown implant duration due to aortic stenosis and regurgitation (asr), calcification of all three leaflets and prolapse of leaflet corresponding to the right coronary cusp (rcc). The degree of aortic regurgitation was severe. As the facility is not certified to perform valve-in-valve procedure, the patient was referred to another hospital where she has reportedly been evaluated for valve-in-valve procedure. Current patient status and planned date of tavr procedure are unknown at this time. The device was not returned for evaluation as it remained implanted.